Manufacturer narrative:
D2b: prosthesis, knee, patello femorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a 69 yo female patient, initial right knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2023, approximately 9 years 1 month post the initial procedure. Reason the patient was seen for the revision procedure was not reported. The recalled knee poly was revised. There were no surgical delays or device breakages reported. No device images or x-rays provided. Patient outcome indicates, ¿unknown¿. The device is not available for return. The hospital retained the device. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. Serial number, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.